Event description:
A pt was treated on 4/4/96 in the glabella, right periorbital lines, vermillion borders, and a scar at the chin. On 4/26/96, the pt presented with swelling and induration at the treatment sites (date of onset unknown); the physician diagnosed a hypersensitivity. She also presented with herpes simplex at the lower left vermillion border treatment site; oral valtrex and zovirax were prescribed. The physician believed that the herpes simplex was possibly related to the collagen hypersensitivity. On 5/10/96, the pt presented with erythema, swelling, and induration at the treatment sites which intermittently flared; intramuscular triamcinolone was prescribed. On 8/2/96, the pt presented with persistent symptoms at the treatment sites, swelling underneath the eyes, and herpes simplex at the lower left vermillion border treatment site; oral valtrex was prescribed. 8/2/96, the pt alleged that the "lumps" at the glabellar treatment site "had a life of their own", and "melted down" from the glabellar treatment site toward the nose and under the eyes. The physician believed the "melt down" described by the pt was edema from the glabellar treatment site. The pt alleged that the swelling impaired her vision; the physician did not believe the pt's vision was impaired. The pt also stated that she was depressed and unable to leave her house because of the symptoms. The physician believed that the depression was related to the pt's distress about the hypersensitivity symptoms.